Manufacturer narrative:
(B)(6). The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-10 alarm was identified during functional testing and the event history log review. The cause of the f10 alarm was due to the left fsr of channel 1 was out of specification having a value of 893. The tube mis-loading sensor was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-10 alarm (mis-loaded tubing was detected). There was no patient involvement. No additional information is available.